Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a sizing error. The existing cylinders and pump were explanted and replaced with new components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 was thoroughly visually and microscopically examined; pressure and leak testing was also performed. Inspection of the cylinders identified a leak in one of the cylinders from damage consistent with explant of the device; pressure testing was not performed due to the leak. The second cylinder passed leak and pressure testing. No further visual damage or abnormalities were identified on the remainder of the device and it passed all additional testing. Product analysis was unable to confirm the reported event. Review of the ams 700 hazard analysis noted incorrect size for patient and improper cylinder/rear tip extender sizes selected are included as hazards. Product labeling includes instructions on the selection of appropriate cylinder and rte size. Based on the results of this investigation, a conclusion code of unintended use error caused or contributed to event was assigned.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a sizing error. The existing cylinders and pump were explanted and replaced with new components. There were no patient complications reported.